Manufacturer narrative:
B5; additional information received: it was reported the patient the patient underwent the evar procedure in 2016. The exact cause of the stent graft disconnection remains unknown. The patient was not under regular follow-up and the issue was discovered incidentally due to a ia endoleak and sac enlargement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; the importance of lifelong surveillance after endovascular repair of a ruptured aortic aneurysm miriam linares-sanchez, veronica fernandez-alvarez eur j vasc endovasc surg (2023) 65, 904 https://doi.org/10.1016/j.ejvs.2023.04.010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "the importance of lifelong surveillance after endovascular repair of a ruptured aortic aneurysm". An endurant aui stent graft was implanted in a patient in the endovascular treatment of a ruptured aaa on an unknown date. The patient was then lost to follow -up. Eight years later the patient was admitted to a different facility with acute onset dyspnea. A CT performed revealed a type ia endoleak with aneurysm enlargement from 88mm to 134mm due to a disconnection of the suprarenal stents from the main body of the stent graft. As intervention another endurant aui stent graft was implanted within the previous stent graft. The post-operatively period was uneventful and the aneurysm size decreased at six months. No additional clinical sequelae were provided.